Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on (B)(4) 2014.